Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported approximately 30 minutes after the initiation and rate increase of a prbc infusion, the ECMO specialist observed 100-200 ml of spilled fluids flowing down the pole from the pump module without the occurrence of an audible alarm. The customer reported the patient received a third of the intended volume. The leak was thought to be coming from behind the module door, however no visible source of the leak was discovered. There was no report of patient harm. During facility biomed testing, the device alarmed for a channel error, a leak from the pump segment was discovered, and fluid ingress was detected. Fluid continued to leak from the pump module after the tubing was removed. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of under infusion with a leak was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing confirmed leaking from a small hole on the silicone pump segment tubing near the lower fitment. No crush marks or tool marks were observed on or around the lower fitment. No other leaks were observed throughout the set. The root cause of the report is due to a small hole in the silicone pump segment near the lower fitment. The root cause of hole was not be determined.

Manufacturer narrative:
The pump modules data logs were reviewed and found that there were no runtime channel errors on this device on the reported date.